Manufacturer narrative:
The technical support specialist (tss) evaluated the event over the phone with the customer. Tss instructed the customer to decontaminate the analyzer and recalibrate which resolved the reported issue. The analyzer was operational. No further action was required by tss. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
This report summarizes 1 malfunction event on the aia-360 analyzer. The review of the event indicated that the aia-360 analyzer experienced controls out of range high, which caused delayed reporting of critical patient test results. This report was received from one source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.